Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date: 2006. Medical products: stemmed nonaugmentable tibial component; p/n: 00598605701, l/n: 60594736, palacos r 1x40 single; p/n: 00111214001, l/n: unk, palacos r 1x40 single; p/n: 00111214001, l/n: unk. Femoral component option size g; p/n: 00596401752, l/n: 60567348, articular surface; p/n: 00596205012, l/n: 60509426, all poly patella; p/n: 00597206529, l/n: 60574737. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00902, 0001822565 - 2019 - 05347, 0001822565 - 2019 - 05351. Product location is unknown.

Event description:
It was reported the patient underwent a revision procedure approximately 13 years post-implantation due to pain and tibia loosening. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated via alliance partner and the reported event was not confirmed. The reported bone cement is an alliance partner product and the zimmer biomet alliance partner is responsible for performing the investigation in accordance with the distribution or quality agreement. The review of quality records showed that the batch was prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successfully. Based on the knowledge and information available to us, we cannot identify a product deficiency. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.